Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0d877, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall 6 months ago and after the fall the patient experienced a lack of symptom relief, fecal incontinence. It was reported that during the replacement the lead fractured and was unable to be removed. It was reported that prior to the procedure, high impedances were seen on all electrodes. All 4 electrodes remain in the patient. The replacement was aborted during the procedure the hcp was unable to get a response with a new lead so only the ins was explanted. The rep wanted to know why it was not advised to place a new lead right next to a fractured lead. The risk of shorting was reviewed with the rep. It was reported that the patient will be scheduled for surgery to dissect down and remove the fractured lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.